Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in (B)(6) 2017, intra-op, the tip of the obturator screw driver broke off. Reportedly, in an attempt to remove previous hardware, the doctor used the obturator screw driver, but approximately 1/1.5 mm of its tip broke off in the process. The broken off tip was removed from the patient and placed on the back table.